Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5329523. Conclusion: without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that the bd vacutainer® barricor¿ plasma had droplets of blood in the stopper. No injury or medical intervention reported.